Event description:
The customer reported that the drive support cap was protruded and sticking out. The blood glucose reading was 85mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was returned with a protruded/loose drive support disk and missing end cap sticker.